Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and that noise was observed in the atrial channel during electromagnetic interference from an angle grinder.the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.